Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 241 mg/dl. The customer stated that, after trying several different batteries, the insulin pump started after about 10 minutes. The customer felt unsafe using the insulin pump and requested a replacement. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display noted. The device was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.